Event description:
This pt was originally treated for an abdominal aortic aneurysm with a medtronic aneurx graft (type and date unk). Post-operatively, the device migrated into the aneurysm sac causing aneurysm enlargement. In 2007, a reintervention took place using gore excluder aaa endoprosthesis. Both devices were successfully deployed; however, during removal of the contralateral leg component delivery system through an 11fr terumo pinnacle introducer sheath, the wire tip distal to the olive broke. The olive did not come off. The pt is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specs. Eval summary: the device was returned to gore. A torn polyimide guidewire lumen at the proximal olive junction was observed. Based on the available info, the tear occurred upon removal of the delivery catheter. It is probable that interaction with the improper size selection of the introducer sheath resulted in the observed proximal olive junction failure.